Event description:
Dealer states the flip back bracket arm is broken on the right hand side. Dealer hung up received information from customer service representative. Protocol questions are not applicable.

Manufacturer narrative:
Additional information will be added as it becomes available.